Event description:
Customer contacted umano medical's representative to report a patient fall without injury. He mentioned that the integrated bed exit detection system did not trigger an alarm when the patient exited the bed, despite level 2 detection being activated.